Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that micro-dislodgement was suspected due to an implantation error. When repositioning was unsuccessful, the lead was explanted and replaced. Patient condition was stable.